Event description:
A hospital in (B)(6) reported that there was a defect on the expiratory limb near the swivel y-piece of six rt236 infant dual-heated evaqua breathing circuits and that they failed the leak test prior to patient use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the swivel-wye-piece on six rt236 infant dual-heated evaqua breathing circuits became loose and caused a leak. This occured after the circuits were used for 2-3 weeks on patients. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Rt236 infant breathing circuit lot number: 091109. Method: an rt236 infant breathing circuit (including a swivel-wye-piece) and an additional swivel-wye-piece were returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned devices were visually inspected and pressure tested for the reported leaks. Results: rt236 infant breathing circuit (including swivel-wye-piece): visual inspection revealed no damage to the rt236 infant breathing circuit. The pressure test revealed that the circuit was out of specification. Additional swivel-wye-piece: visual inspection revealed physical damage to the swivel-wye-piece. The pressure test revealed that the swivel-wye-piece was out of specification. A lot check revealed no other similar complaints for lot number 091109. Conclusion: the complaint rt236 infant breathing circuit was out of specification due to a leak at the swivel. The additional swivel-wye-piece was out of specification due to physical damage to the seal between the swivel elbow and swivel-wye-piece. All breathing circuits are pressure and flow tested before leaving the production line. This an automated process and the circuit and swivel would have met the required specification at the time of production. As part of our ongoing product improvements, a change was made to the design of the swivel and implemented at the end of (B)(4) 2010. The failed swivel in the rt236 infant breathing circuit was of the old design. We are unable to comment on the additional swivel-wye-piece as no lot number was provided. Our user instructions that accompany the rt236 infant breathing circuit state: "check all connections are tight before use". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". "Set appropriate ventilator alarms". (B)(4).

Manufacturer narrative:
(B)(4). Returned breathing circuits: breathing circuit 1: lot: 110426, manufacture date: 04/26/2011, received in sealed package; breathing circuit 2: lot: 110715, manufacture date: 07/15/2011, received in sealed package; breathing circuit 3: lot: not provided, manufacture date: not provided, received in unsealed package. Method: three rt236 infant breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. Two circuits were returned in sealed packages and one breathing circuit was returned in an unsealed package. The circuits were visually examined and pressure tested for leak. Results: breathing circuits 1 and 2: visual inspections revealed no physical damage to breathing circuits 1 and 2. The pressure test confirmed that both circuits were within specification. Breathing circuit 3: the pressure test revealed that this circuit exhibited significant leak. Visual inspection identified a hole approximately 1 mm x 2 mm located 550 mm from the heaterwire socket on the expiratory limb. This is halfway along the expiratory limb, not at the proximal end as reported by the hospital. A water bath test confirmed, via strong formation of bubbles, that this was the source of the leak . A lot check revealed no other complaints of this nature for lot numbers 110426 & 110715. Conclusion: the hole identified in the expiratory limb of breathing circuit 3 was most likely due to a puncture by a sharp object. All infant breathing circuits are pressure and flow tested prior to leaving the production line and any circuits that fail are rejected. This suggests that breathing circuit 3 was damaged post production. The expiratory tube of evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by sharp objects and circuit hangers. The user instructions that accompany the rt236 infant breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." "Set appropriate ventilator alarms."